Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 9am. The patient informed the cca that she manages her diabetes with pills and diet/exercise. At the time the alleged began, the patient claimed she went to exercise; however, date/time was not specified. The patient reported she was experiencing symptoms of dry mouth and her head was hurting 2 days after the alleged issue began. The patient, however, denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and the meter required new batteries, but new batteries were not available at the time. The cca educated the patient on the meter's behavior and auto-shutoff; however, the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.